Event description:
The product was evaluated. An external visual inspection was performed and failed due to a cracked screen. Pictures were taken. Receiver charge and boot tests were performed and passed. A receiver manual buttons test was performed and failed as the receiver failed to register the touch input due to cracked screen. Functional tests were performed and failed the button test. An internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding error related to the complaint. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4) b5: describe event or problem - additional d9: device availability - additional h2: additional information/device evaluation h3: device evaluated by manufacturer - additional h6: adverse event problem - additional

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display was frozen. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.